Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (unknown concentration at 500 mcg/day) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and multiple sclerosis. It was reported that the patient was scheduled for a pump replacement for normal battery depletion on (B)(6) 2018. The patient presented to the emergency room on (B)(6) 2018 with altered mental status, a fever and tachycardia. A pump interrogation showed an empty reservoir alarm occurred on (B)(6) 2018 at 20:26. The hcp was contacted to refill the pump on (B)(6) 2018. She emptied 1.5cc out of the pump and filled the pump with 10 cc of 2000mcg/ml of baclofen. A single 50 mcg bolus was given. The patient's tone was difficult to assess as the only tightness was noted in her left knee. Another 50mcg bolus was given on (B)(6) 2018 at 18:00. At that time the patient was afebrile and was no longer tachycardic or unconscious. It was noted the pump was rescheduled to be replaced on (B)(6) 2018. Further information received from the hcp on (B)(6) 2018 indicated that the pump reservoir showed 0cc left, but 1.5cc was withdrawn. It was also noted that the pump's elective replacement indicator (eri) had occurred in (B)(6) 2018 and showed that the replacement date was (B)(6) 2018. The hcp confirmed she didn't see any indication of a low battery or abnormal battery depletion in the logs. The hcp was attempting to access the catheter access port (cap) to see if she could aspirate but she was having difficulty doing so. She noted the patient is larger and she didn't have a cap kit and was just using a normal 25 gauge needle. She confirmed she was not able to access the cap and was never able to see whether or not she could aspirate the catheter. The patient was in the intensive care unit (ICU) at the time of the report. Additional information was received from the hcp on (B)(6) 2018. It was reported that the low reservoir alarm occurred on (B)(6) 2018 and the low reservoir volume was set to 1cc. It was noted the patient had started to show symptoms "closer to the alarm date for the empty pump." It was noted the patient was large and "may not have heard the eri alarm" when it was reviewed that the pump would have been alarming since the eri alarm occurred in (B)(6). The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. The issue was not considered resolved. No further complications were reported.